Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while trying to insert the sensor into the body, the serter did not fire. The customer's blood glucose reading was 454 mg/dl at the time of incident. Troubleshooting advised customer about proper insertion and the issue was resolved. The customer was advised that the device would be replaced.